Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the universal pad was giving a low flow; as a result, therapy was interrupted in order to replace the universal pad with a new universal pad. Therapy was resumed without further issues with the new universal pad.

Manufacturer narrative:
Received 1 used universal arcticgel pad only. Visual inspection noted no obvious defects. No manufacturing deficiencies were noted on the pad or connector. A functional evaluation was performed via a flow rate test. The pad was connected to the arctic sun machine model 2000 for 10 minutes: * universal pad: a total of 6.18 l/min m2 of flow rate was registered during the test. According to the test method the flow rate was found to be within specifications as the flow rate must be above 2.4 l/min m2. The lot number is unknown therefore the device history record could not be reviewed. The complaint was unconfirmed as the product met specifications. The instructions for use state the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.